Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed which resulted in a leak from an unspecified location. This occurred during the use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation with a minicap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues and no leaks were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested and no issues were observed. The transfer set was leak tested using the returned disconnect cap and no issues or leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.